Manufacturer narrative:
(B)(4) initial and final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). A complaint sample nor photographs were provided for evaluation. Consequently, the investigation was not able to confirm the reported failure mode. A review of all applicable DHR records for lot 0001199905 did not identify any issues that may have contributed to the reported failure mode. The investigation was not able to identify a probable root cause since no complaint sample evaluation could be performed and the DHR review did not identify any issues. Since the investigation was not able to identify a probable root cause, no corrective or preventive actions were identified for the reported complaint. Since the peel-away introducer is a supplied part, a quality notification has been sent to the vendor informing them that this complaint has been received regarding the peel away introducer.

Event description:
When physician removing peel-away introducer, the green tabs became disengaged from the sheath. The sheath was almost lost into the patient's chest. This happened on 2 different cases with the same physician on 2 different days. Same lot. This pr captures the 2nd procedure. The 1st procedure has been captured under (B)(4) (B)(6) 2018: customer response to queries: can you provide patient information for FDA reporting? (Age, gender, wt) (B)(6). Was there any patient harm or medical intervention required due to the event? No.